Event description:
It was reported that the lead was capped due to oversensing and decreasing pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 15, 2023 and september 11, 2023 recorded the decreasing pacing impedance trend from initially 500 ohms to 300 ohms with multiple drops to <250 ohms between march and may 2023. The analysis of the provided iegm episodes revealed synchronous artifacts on the atrial and rv channel, which led to the reported oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.